Event description:
Boston scientific received information that the programmer power light was turned on but the screen was black. The programmer will be returned. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the allegation against this programmer was confirmed. The programmer turned on to a black screen with no backlight or light-emitting diode (led) on. The inverter shorted out and cover was badly melted and were replaced. The liquid crystal display (lcd) was also melted and was also replaced. The programmer passed all incoming tests thereafter.